Manufacturer narrative:
Correction: correcting h4 of the manufacturer date from may 7, 2014 to aug 6, 2014. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to failure of the printed-circuit board. The cause of the faulty printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Customer representative reported to olympus the high definition lcd monitor displayed no image when the power was on. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. During the evaluation, it was determined that the image did not display when the device was turned on due to failure of printed circuit (bi) board. Additionally, the evaluation revealed the following finding: scratches on the screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.